Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose was around 300 mg/dl. Customer cleared alarm therefore troubleshooting could not be performed.